Manufacturer narrative:
(B)(4). Date sent: 5/3/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9e72j, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, opened the packing and noted manual override door fell off from the device. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4) date sent: 5/21/2024 d4: batch # 724c82 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The manual override door was not received. Visual analysis of the returned sample determined that one psee60a device was returned with no reload present, corrosion was noticed on bulkhead contact. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position, evidence of corrosion was noted on the motor. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the manual override door was not received and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 724c82, and no non-conformances were identified.